Manufacturer narrative:
The insulin pump had no button error alarm. The pump was received with an intermittent button response due to moisture damage on the keypad trace. The pump was received with a detached endcap and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it happened a few days ago because initially one of her buttons got stuck and she was able to clear it. Customer stated that she continued using the pump up until last night when it occurred again. Customer stated that she could not clear the alarm. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was exposed to sweat through a missing piece or crack. Customer stated that the pump has been dropped on concrete. Customer stated that it was dropped because she had no clip and as a result, a piece was broken off. Customer stated that the damage is below the down arrow button and the pump is missing a dome label sticker. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.